Manufacturer narrative:
Sex: unk, weight: unk, ethnicity: unk, race: unk, date of event: unk, implant date: unk work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl3.2 implantable collamer lens, -08.00 diopter, into the patients left eye (os). The lens was removed on (B)(6) 2023. The lens was discarded. Additional information has been requested but none has been forthcoming.